Manufacturer narrative:
No product was returned for this complaint and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor was reviewed for lots manufactured between nov 2016 to nov 2017. The DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors. Although trips were observed, it has been determined that the issue was a known issue and will be individually investigated per complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor compared to the built-in and another unspecified blood glucose meter; noting a ¿measurement difference of 100 mg/dl¿ (no actual readings were provided). Customer further reported experiencing three hypoglycemic events; one of which ¿required immediate emergency medical intervention¿. Specific treatment rendered was not provided. Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.